Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were sticking, however esc button mostly and insulin was squirting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had multiple no delivery alerts and rejects new batteries. Customer also stated that the prime and rewind was louder than normal. Customer was declined for troubleshooting. The insulin pump will not be returned for analysis.